Event description:
The pt was taken off ECMO (extracorporeal membrane oxygenation) for an echogram. At the completion of the echogram, the pt was placed back on ECMO support. As the pump rotation control was increased, the roller pump slowed down and stopped. The roller pump was manually cranked until all electrical connections were checked by the clincians. There was no loss of volume in the bladder reservoir. The clinicians noted that the roller pump stopped rotation only when the control knob was increased, not decreased. The pump was switched successfully. The pt ultimately died but not as a result of this incident. The device involved was fourteen years old. The director of clinical engineering reported that the clinicians and engineers use their best professional judgment to determine when to retire a device. Data on the age of the device and problems or issues with the device are factored into the decision.